Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is experiencing persistent urethral and testicular pain 16 months after the water vapor thermal therapy procedure. The patient underwent several examinations, but none of it shows structural abnormalities or infections. Despite anti-inflammatory treatments, the pain persists.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing persistent urethral and testicular pain 16 months after the water vapor thermal therapy procedure. The patient underwent several examinations, but none of it shows structural abnormalities or infections. Despite anti-inflammatory treatments, the pain persists.